Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a surgeon who was performing laparoscopic appendectomy for acute appendicitis, as he removed the stapler from the dilator and cannula, the trocar cracked and was torn into small pieces of plastic (the black plastic filament that covered the distal rotating mechanism of the stapler) off the stapler. The surgeon searched for the plastic from the stapler inside the patient and eventually located it in the broken trocar. All pieces were recovered and nothing was left in the patient. The trocar was cracked but no pieces were missing.